Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The pulse generator exhibited backup vvi operation and could not be interrogated. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure and was discharged the same day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.